Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for c-reactive protein gen.3 (crp). All sample results were reported outside of the laboratory. The patient had a sample tested on (B)(6) 2015 and it resulted as 33 mg/l. A second sample from the patient was tested on (B)(6) 2015 and it resulted as 0.00 mg/l, which was reported outside of the laboratory as < 0.3 mg/l. A third sample from the patient was then tested on (B)(6) 2015, resulting as 20.1 mg/l. The laboratory then repeated the second sample on (B)(6) 2015 and it resulted as 28.6 mg/l. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The crp reagent lot number and expiration date were asked for, but not provided. Investigations have determined that the issue was caused by a mispositioning of the sample probe. The field service representative has corrected the issue.